Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure parts of the silicone cap on a k-wire were sticking to the product. The silicone couldn't be completely removed so the other side of the k-wire was used. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned product identified that no silicone cap or residue is remaining on the returned k-wire as reported. Review with packaging team identified that these silicon caps are made with biocompatible material and there is no risk to the patient if pieces of silicon caps come in contact with the patient/surgeon. DHR was reviewed and no discrepancies were found. As the returned product does not exhibit the reported failure, a definitive root cause cannot be identified at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.